Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed in the apex of the right ventricle and normal impedance was noted; however, prior to connecting the device slowly increasing rv thresholds were noted. The lead was re-positioned multiple times but every position resulted in high impedance measurements. After doing a process of elimination on what could be causing the problem, the lead was removed and was not used. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the is-1 pin was damaged/bent. This could contribute to the electrical complaints. If information is provided in the future, a supplemental report will be issued.